Manufacturer narrative:
On 8/1/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device is marked as 225cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Facility information: (B)(6). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of birth was (B)(6) 1962, the date of implantation was (B)(6) 1987, the date of explantation was (B)(6) 2019. The patient¿s ethnicity is caucasian. The new implants were mentor memorygel breast implant 425cc , 3504251bc sn (B)(4), lot 7680760 for the right breast implant and mentor memorygel breast implant 350cc, catalog 3503501bc, sn (B)(4), lot 7561353 for the left breast implant. The date problem observed was 2/27/2019. Patient¿s age was 56 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/22/2019, during evaluation of the device it appeared intact. Leak testing revealed there was a tear measuring approximately 0.3 cm, located at the anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).